Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient experienced hyperglycemia on (B)(6) 2026. The blood glucose level was 467 mg/dl and the patient was treated with manual injection. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: colombia.